Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the catheter was being placed for a male pt in his right subclavian. The spring wire guide (swg) was unraveled upon withdrawal from the catheter. The swg became caught and was removed intact. Additional info received on (B)(6) 2011 from the sales rep stated they had to pull a lot harder back on the swg with much resistance encountered. It was difficult to aspirate. Another catheter was used successfully for the pt. Further info received from the sales rep on (B)(6) 2011 stated the swg was removed intact and nothing was surgically removed. There was no detectable pt harm.